Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll amber had visible silicone. The following information was provided by the initial reporter: we have orange 50 ml syringes, ref. 300869, in which a substance that appears to be glue is coming loose from the rubber part of the plunger. This is located on the inside of the syringe. It does not seem appropriate for this substance to potentially mix with medications. The client asks what this could be when has the defect been observed? X before use